Event description:
Customer reports to have cracks on each side of lcd display. Customer's blood glucose was 134 mg/dl. Customer also reports to smell insulin when reservoir is changed. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No unexpected odor was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.